Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. It was reported that the suture mediated closure (smc) devices were used in a procedure utilizing a 27f sheath. It should be noted that the prostyle instructions for use (IFU) states: ¿for access sites in the common femoral artery using 5f to 21f sheaths.¿ the IFU violation likely did not contribute to the difficulties. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code: code1494 - indication for use.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique prior to an interventional electrophysiology non-abbott pacemaker procedure. Reportedly, the first prostyle device had a cuff miss [suture retrieval issue] occur. The second prostyle device was used; however, only partial hemostasis was achieved as the suture break occurred during tightening causing hemorrhagic bleeding. The sheath was upsized to a 27fr sheath and the interventional procedure was completed. Hemostasis was achieved with a figure or eight suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It was reported that the suture medicated closure (smc) devices were used in a procedure utilizing a 27f sheath. It should be noted that the prostyle instructions for use (IFU) states: ¿for access sites in the common femoral artery using 5f to 21f sheaths.¿ the IFU violation likely did not contribute to the difficulties. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, an anterior needle to cuff miss occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: b7 - other relevant history: updated from "no prior arteriotomy in the target groin" to "no prior venotomy in the target groin". D4 ¿ model #, catalog #: updated from unk prostyle to 12773-02 d4 - lot #: updated from unknown to 5031841 d4 - primary UDI number: updated from unknown to (B)(4). D9 ¿ device available for evaluation: updated from no to yes.